Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical investigation, the requested clinical documentation has not been provided and the primary total knee arthroplasty details remain unknown. In the absence of the requested information, clinical factors which could have contributed to the reported event could not be definitively concluded. The patient impact beyond the reported instability and intraoperative finding of broken post with subsequent revision of the poly-insert component could not be determined. The current patient status remains unknown. No further medical assessment can be rendered at this time. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records and complaint history review could not be performed. A review of the risk management file revealed this failure mode was previously identified. A review of previous actions concluded that there is a higher than expected risk of revision surgery for the first generation of journey bcs systems. It was recommended to undertake a field safety corrective action to inform surgeons of the higher expected risk of revision, and ensure clear communication that the device should only be used for polyethylene exchange revision of journey bcs total knee constructs where the femoral component and tibial baseplate are well fixed. A review of instructions for use documents for knee systems revealed in the warnings and precautions that the implant can break or become damaged as a result of strenuous activity or trauma. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that, after undergoing total knee arthroplasty on an unknown date, the patient experienced instability. This complication was treated by performing a revision surgery on (B)(6) 2023, in which it was discovered that the journey I poly insert presented a broken post, which explained the patient¿s instability. The insert was explanted and a new one was placed. Patient's current health status is unknown.